Manufacturer narrative:
A visual examination of the returned device found that one jaw was broken. Functionally, the returned unit was not tested due to the sample return condition. The fractured component was sent for sem material analysis. The analysis concluded that the fractured surface presented characteristics consistent with arrested material during the solidification process (material cold flow). The condition of the returned incident device was consistent with the complaint that a jaw was broken. The most probable root cause is a supplier manufacture issue. The failure occurred due to material cold flow at the solidification process.a review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot. (B)(4)

Manufacturer narrative:
(B)(4):the device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.(B)(4)

Event description:
It was reported to boston scientific corporation that a radial jaw 3 single-use biopsy forceps was used during an egd (esophagogastroduodenoscopy) procedure performed on (B)(6), 2010. According to the complainant, during the procedure, the jaw on one side of the forceps broke off into the patient after using the device several times successfully. The physician left the piece to pass naturally. The procedure was completed with another radial jaw 3 single-use biopsy forceps device with no patient complications. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Event description:
It was reported to boston scientific corporation that a radial jaw 3 single-use biopsy forceps was used during an egd (esophagogastroduodenoscopy) procedure performed on (B)(6), 2010. According to the complainant, during the procedure, the jaw on one side of the forceps broke off into the patient after using the device several times successfully. The physician left the piece to pass naturally. The procedure was completed with another radial jaw 3 single-use biopsy forceps device with no patient complications. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.